Event description:
The customer reported that the activation tone was heard while the device was not being activated during an esophagectomy procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.